Event description:
A report received from india indicated that a patient died from neurological complications within five days after receiving two cypher stents. The main indication for the index procedure was unstable angina. Target vessels were proximal right coronary artery (rca) and mid left anterior descending coronary artery (lad). The rca was 80% stenosed and lad was 85% stenosed. Both vessels were pre dilated and two cypher stents were deployed at 16 atms each to treat the lesions. It is not known, which stent was deployed in what vessel. Post dilatation was not conducted and the patient was on antiplatelet therapy. It was reported that the patient died of intracranial hemorrhage within five days after implantation of the cypher stents. An autopsy was not done.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient and reported under manufacturing numbers 9616099-2008-00429 and 9616099-2008-00430. Additional information will be submitted within thirty days upon receipt.